Event description:
It was reported that during an endovascular treatment (evt) procedure, a balloon rupture occurred. Vascular access was obtained through the left common femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. The 4.0mmx20mmx135cm sterling balloon catheter was first inflated up to 10 atmospheres. During the second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an endovascular treatment (evt) procedure, a balloon rupture occurred. Vascular access was obtained through the left common femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. The 4.0mmx20mmx135cm sterling balloon catheter was first inflated up to 10 atmospheres. During the second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).